Manufacturer narrative:
This report is for one (1) unknown matrixneuro screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a craniomaxillofacial reconstruction on (B)(6) 2018, an unknown screw was broken. The broken piece was retrieved from the patient. The surgeon used another screw to complete the surgery. It is unknown if there was a surgical delay. There was no adverse event on the patient. This report is for one (1) unknown matrixneuro screw. This is report 1 of 1 for complaint (B)(4).